Event description:
It was reported that during a da vinci si tongue base resection procedure, the surgeon made the decision to convert to open surgical techniques. At the time the surgeon made the decision to convert to open surgery, the surgical staff had contacted an intuitive surgical inc. (Isi) technical support engineer (tse) for assistance. It was reported that after the procedure was completed, the surgical staff powered down the da vinci si surgical system and encountered a non-recoverable 252 error. The tse instructed the surgical staff to power cycle the system. However, the system continued to fault after the power cycle was performed. On the same day the event occurred ((B)(4) 2013), an isi field service engineer (fse) performed a field evaluation at the site. The fse resolved the reported non-recoverable 252 error issue by replacing the power tray assembly. The fse also tested the system and verified that the system was ready for use. On (B)(4) 2013, isi contacted the robotics coordinator at the site and obtained additional information regarding the reported event. The robotics coordinator indicated that the surgeon made the decision to convert to open surgery as a result of the da vinci si overheating and turning off. The robotics coordinator also claimed that the surgical staff was having difficulty keeping the da vinci si surgical system working. The robotics coordinator stated that the surgeon made the decision to convert to open surgery less than 30 minutes after the start of the da vinci surgical procedure. The robotics coordinator indicated that the open surgery was completed successfully. There were no reported intra-operative or post-operative complications. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2013. No system errors were found to have occurred during the surgical procedure. An error 252 was found to have occurred about 20 minutes after the end of the procedure. The system logs point to a power supply b failure which would cause the system to be inoperable. The power supply b is one of the distributed power supplies responsible for powering vision nodes. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The power tray assembly was returned to isi and evaluated by failure analysis (fa). Fa was able to replicate the reported error 252 issue by testing the unit on an in-house system. There was no +12v in the power supply b. Based on the information provided, this complaint is being reported due to the following conclusion: the surgeon made the decision to convert the da vinci si tongue base resection procedure to open surgical techniques after the da vinci si system allegedly overheated and shut off. However, based on a review of the system logs, there is no indication that the system overheated or shutoff during the surgical procedure.